Event description:
It was reported that the remote transmission showed the patient received a possible inappropriate therapy. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).